Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination, it was observed that the delivery system had a full radial balloon burst on the proximal shoulder and a longitudinal burst on the working length of the inflation balloon. The balloon was bunched at the distal end and the balloon spring was stretched. Due to the nature of the complaint event, no applicable functional testing was performed. The complaint was confirmed through visual examination. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements met the specification. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for the balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as it was reported that "the sinotubular junction (stj) was calcific" and "the device was prepped with +2cc nominal volume." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the patient underwent a transfemoral tavr procedure to implant a 26 mm sapien 3 ultra valve. It was noted that the sinotubular junction (stj) was calcific. The device was prepped with +2cc nominal volume. The commander delivery system balloon ruptured during deployment. The valve was assessed and didn't require further dilation. The device was aspirated and pulled back into the sheath as much as possible. The device and esheath was then pulled out as a unit without incident. It was noted that the esheath was split in the body of the sheath, which was believed to have occurred when the balloon was brought into the sheath. The patient's peripheral arterial anatomy and neurological status was assessed without incident. The patient was monitored post operatively.